Event description:
It was reported that during a visceral procedure, the staples would not hold. Abscess around the anastomosis scar because the staples didn't hold. Reoperation: an abscess resection and a stoma were performed to protect the scar.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.